Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. The reported low flow alarms were observed through review of the log file evaluation, however, a device-related cause could not be identified. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient has had intermittent low flow alarms since implant. The hospital performed an optimization echocardiogram and increased the pump speed from 8200 rpm to 8800 rpm, although the echocardiogram looked similar at all speeds. The low flow events continued despite the speed changes. The patient's mean arterial pressure was between 60-70 mmhg, the patient's hematocrit level had decreased and there was suspicion for gi bleeding. It was reported that the patient's low flow alarms resolved after a blood transfusion. The patient's inr goal was reduced to 1.5-2 and aspirin was restarted. It was reported that the patient also had severe nose bleeds during this time. The patient was reportedly stable and was transferred to rehabilitation. No further information was provided.